Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system was working as designed and passed a fully system checkout. Software was functioning as designed. Exam was received. Reviewed exam and found patient was scanned with tubing in the mouth. The tubing was the most anterior point so the first blue dot for tracer showed up in this location. After manually moving the blue dot to the tip of the nose, the second and third dots showed up on the forehead and over the patient's left eye as expected. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system intra-operatively during an aneurysm. It was reported that the tracer registration failed multiple times with a cta scan that had 69 slices. The 3d model looked ¿perfect¿ so the site did not adjust the threshold at all. Troubleshooting involved the rep trying to adjust the first blue dot but she was never able to view the second or third blue dot. The site tried a different exam that had 345 slices and the first blue dot was missing, the second blue dot showed up on the patient¿s lip, and the third dot was in the nose. The rep tried touching the tip of the nose but the blue dot never showed up. The site aborted navigation. The issue extended the surgical time by less than one hour. There was no reported impact on the patient¿s outcome.